Manufacturer narrative:
Summary analysis: the observed "no telemetry, intermittent output, improper programming" were the result of a malfunction in the oscillator crystal, y-1.

Event description:
There was no response to the magnet application, the device failed to program, and it was not possible to obtain telemetry. The pacemaker was observed to be in vvi mode at 70 ppm at implantation.